Manufacturer narrative:
B3: approximated based on the sales representative response. Block d2b: additional applicable product codes: pjs, nhl. Additional suspect medical device components involved in the event: product family: dbs-linear leads, upn: m365db2202450, model: db-2202-45, serial: (B)(6), batch: 7120703, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent lead replacement after the original leads were found to be off target, resulting in minimal therapeutic effect. The patient's condition following the procedure is good. While rigidity symptoms have improved compared to before, dyskinesia has likely emerged due to the implanted position. The patient will continue to be monitored. The explanted products were discarded at the facility and will not be returned for analysis.